Event description:
It was reported that the device was intermittently resetting on its own. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device; however, the reported intermittent failure was not verified. It was observed that the batteries the customer had sent with the device were severely depleted. Physio-control recommended replacement of the batteries. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.